Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.